Event description:
It was reported that using a femoral artery access approach during a procedure of the ectatic, mildly calcified, mildly tortuous, restenosed unspecified vessel, the 3.0 x 200 mm armada 14 percutaneous transluminal angioplasty balloon dilatation catheter was pressurized, however, fluid leaked from the hub area at the inflation port. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint related to a leak at the hub was able to be confirmed through device analysis. It is likely due to a failure of the bond, allowing fluid to leak out the hub connector. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related leaks was noted by the manufacture. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored.